Event description:
It was reported that the device was explanted following an electrical reset detected during a carelink transmission. The patient presented to the hospital with intermittent episodes of no pacemaker function. After the device was replaced, the patient was discharged from the hospital doing well.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found fractured battery bond wires, consistent with the advisory for this model, in which this device is included.